Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a sensing anomaly. No intervention was performed. The patient was in good medical condition.